Event description:
A biomedical technician reported that there was no phacoemulsification power during a procedure. Patient harm is unknown. Add'l info has been requested but none has been rec'd.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss spoke with the customer over the phone and explained possible causes of the reported issue and instructed the customer how to view the event log on their system. The facility did not request service. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).